Event description:
Patient had an infection resulting in total device system explant. No additional information is available at the time of this report. The device was explanted but not returned to the manufacturer for analysis.